Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.

Event description:
During the procedure, heart block occurred. The patient went into heart block within 4 seconds of ablation, despite no discernible signal that looked like the conduction system on the distal tip. A permanent pacemaker (ppm) was inserted post procedure as his-purkinje conduction didn't return after isoprenaline infusion. The patient was in af rhythm through the entire case.